Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that no surveillance marker was activated throughout the case. No active surveillance marker means that the software would not be able to detect or alert the user of a potential drb shift during navigation, which can lead to the misplacement of screws. Review of the pre-operative plan revealed that t10-l was planned breaching the medial edge of the pedicle. Additionally, the t10-l screw is planned in a high skive area. Further review of the case logs showed that the software detected and alerted the user of excessive deflection during screw placement. This can be caused by skiving. Excessive force and skiving can lead to the misplacement of screws. There was no reported adverse effect to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then removed and replaced without robot.